Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) responded to a report of lost station communication and verified onsite that the network ip settings were correctly configured. The facility was confirmed as a department of defense (dod) site, and troubleshooting was performed in coordination with a technical support specialist (tss). The remote support services were restarted, the dns cache was cleared, and all relevant network settings were reset and validated. Communication was successfully restored, the station status was confirmed as online, and normal remote connectivity through rss was verified. The fse confirmed that network communication issue was resolved through service restarts and a dns refresh at the dod site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating, and the device was in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.